Event description:
A report received from japan stated that prior to use of a taperguard tracheal tube 7.0 the cuff did not inflate with the normal volume of air. There was no pt involvement reported. Although inquired, no add'l info was provided.

Manufacturer narrative:
The investigation into this report is on-going. As add'l info is received, a supplemental report will be issued. (B)(4).

Manufacturer narrative:
Nonconformancean sample of a taperguard endotracheal tube received for evaluation. No lot number was provided. Visual inspection was performed, and it was observed that the components were assembled properly in the tube. Inflation/deflation tests were performed by using a 25 cc syringe of air applied to the cuff. It was observed the cuff held the air and was totally inflated. The sample was left inflated for two hours, and no leaks were observed. Additionally, the sample was submerged into a container filled with water, and no leaks were noted. The customer reported failure mode was not verified on the received sample. (B)(4).